Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D6b: explant date: procedure happened around (B)(6) 2024 additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352700, model: sc-8352-70, serial: (B)(6), batch: 18692116.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate stimulation. The explanted device components were discarded.